Event description:
The customer reported that the 840 ventilator stopped cycling. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb and updated the software level. The unit passed extended self-testing.